Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced difficulty swallowing difficulty eating neck tightness and muscle tension after taking a high and extra dose one hour prior and reported a prior cannula peeling up with agreement for physician contact on (B)(6) 2026.